Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of capsure fixation device. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the post-op complication. Per medical records review, a couple of months post implant the patient experienced pain and bruising thereby underwent pain management. Per surgeon the patient¿s discomfort at the site of hernia repair may be due to chronic pain or related to the patient¿s fibromyalgia condition. The adverse reactions section of the instructions-for-use supplied with the device lists pain as a possible complication. To date, this is the only reported complaint for the reported lot. Updated fields: a2, a4, b4, b5, b6, b7, d4, d6.a, g3, g6, h2, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). This supplemental MDR represents the capsure (device #2). Additional MDR's were submitted to represent the ventralight st mesh (device #1) and capsure (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a capsure fixation device. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #1). Per operative notes, ¿ports were inserted in epigastric area and right iliac fossa. Omentum was removed from hernia sac. A ventralight st mesh (device #1) was positioned over the hernia defect using sutures. The mesh was fixed in place using a double crown of capsure (device #2 & #3) fasteners.¿ (B)(6) 2018 to (B)(6) 2022 - during visits patient had pain, discomfort, slight bulge and bruising at the site of laparoscopic hernia repair thereby underwent pain management. Surgeon felt that the patient¿s discomfort at the site of hernia repair was either due to chronic pain or related to the patient¿s fibromyalgia condition. This file represents the capsure (device #2).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of capsure fixation device. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a capsure fixation device. Case-specific details not provided.